Event description:
It was reported that during a right first phalange arthrodesis, the tip of the drill bit broke off in the patient`s (finger) bone while drilling with the guidewire (ar-13226). The tip was not retrieved.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause(s) of this type of event include prying and/or leveraging the device during use or mechanical damage to the device, such as dropping or hitting the device with another device prior to use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.